Event description:
It was reported that a spectrum pump was alarming "reload set air-in-line". Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "air-in-line" was confirmed through review of the event history log. This condition has been attributed to a failed upstream sensor. The upstream sensor was replaced.